Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 months after the dental implant was placed, in ada site #6 of the patient's mouth, non-osseointegration was observed. The patient presented with bone type ii and hygiene around the implant was fair. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 6 months after the dental implant was placed, in ada site #6 of the patient's mouth, non-osseointegration was observed. The patient presented with bone type ii and hygiene around the implant was fair. There were no reported patient injuries or complications.